Event description:
It was reported that during a lap cholecystectomy procedure, the applier when applied to blood vessel locked and could not be removed from vessel (branch of right hepatic artery). A second clip applier was opened and 3 clips would not close over artery, a fouth did close. A 5mm port also needs to be replaced as applier could not be removed from port as well as another device. There were no adverse consequences to the patient.